Event description:
It was reported that the patient had an MRI which confirmed a granuloma. The pump and catheter were removed and replaced. The drug from the old pump was removed and inserted into the new pump. A priming bolus was initiated and the previous daily dosing was resumed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the manufacturer representative had not had contact with the patient following replacement and assumed she was doing okay. It was unknown if the granuloma had resolved or what symptoms the patient had experienced in relation to the granuloma. The drug being used in the pump was also unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).